Manufacturer narrative:
The issue for the record concerns the device packaging and not the device itself. This issue will be reported as a malfunction.

Event description:
Healthcare professional reported unknown side "recurring issue for packaging issue." Device was not explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported unknown side "recurring issue for packaging issue." Device was not explanted.